Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with ketoacidosis about 7 to 10 days ago and also they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl at the time of the incident. Customer stated they offered to help setting into insulin pump and they declined because they did not want to do itself and also they had difficulty using insulin pump. The insulin pump will not be returned for analysis.